Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion containing 90 degrees bend was located in the moderately tortuous and moderately calcified vessel. Following predilatation, residual stenosis was 20%. A 3.50 x 12mm synergy xd drug-eluting stent was then advanced for treatment. However, the distal part of the stent strut was lifted during advancing. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.